Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has recorded multiple untreated episodes and delivered an inappropriate shock due to low amplitude myopotentials oversensing. All vector configurations are showing sensing issues, but it was decided to reprogram the system vector to secondary and extended the smart charge. Technical services (ts) reviewed the case and indicated further reprogramming improvement is difficult, and agreed secondary vector is the only viable option for the patient despite showing oversensed signals. Ts ultimately suggested to revise the s-ICD system to reposition the implantable electrode and obtain more appropriate sensing of the vectors. The implantable electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.